Event description:
It was reported that the end flap was printed incorrectly. The box was discarded.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4):there was no sample received for analysis. Only pictures of the sample were received for analysis.the pictures were evaluated and the print from the package was compared to the artwork of the printed carton and no differences were noted; however, it was noted that the information from the drawing was incorrect as it appears the legend of "shaft diameter" instead of "shaft length" in two areas of the printed carton.

Manufacturer narrative:
(B)(4).